Event description:
In 2009, the pt reported that 2 insulin infusion set pigtails from his current box did not let him properly prime and he received an e4 (occlusion) error. He stated he was able to properly prime a third infusion set pigtail but then received and e4 during basal delivery which resulted in elevated blood glucose readings up to 353 mg/dl. He stated he used this infusion set five days prior. He was advised to change the pigtail every 2 days. He said that at 4:15am this morning, his blood glucose elevated to 358 mg/dl and he switched to insulin injection therapy. This morning he inserted a new pigtail and successfully primed and he has had no further issues. He received the box on ten days prior to report and began using them. He stated he stores the infusion sets in a bath cabinet. He was advised to store them in an area without humidity. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.